Event description:
The procedure was coil embolization for (ba- brachial artery-tip). The target vessel was not calcified and moderately tortuous. There were two aneurysms in the tip of ba. First, coil embolization was done for the bigger aneurysm. Next, another coil embolization was tried for the smaller aneurysm which is located just next to the bigger aneurysm. The enterprise (enc452212) was placed to the vessel covering two aneurysms and coil (ed10 extra soft 1.5x1, boston scientific) was inserted in the smaller aneurysm. While an angiography was performed, it was found that the tip of the coil came out from the smaller aneurysm to the vessel. Although once the coil was pushed back to the aneurysm by guide wire, the coil was entangled with the tip of the guide wire and came out entirely from the aneurysm. The coil was carried by bloodstream to sca distal and could not be removed. No symptom with the patient has been reported as of now. The enterprise lot number was 01417998. The guidewire was not a cordis product, it was chikai (asahi intecc), the stent was placed at a relatively-acute angle. The vessel measurement distal 2.8mm and proximal was 3.9mm.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During enterprise vrd assisted coiling of two aneurysms in the tip of the basilar artery (ba) the tip of a noncordis coil came out of the aneurysm after it had been deployed. When the coil was pushed back to the aneurysm by a noncordis guidewire, the coil became entangled with the guidewire and came entirely out of the aneurysm. The coil was carried upstream to the distal superior cerebellar artery (sca) and could not be removed. The patient has been asymptomatic. The enterprise was placed in the vessel covering the two aneurysms. It was reported that the enterprise completely covered the neck of the smaller aneurysm from which the coil came out of. Additionally, the stent was placed at a relatively-acute angle so that there was a space between the aneurysm neck and the vrd. The distal vessel measured 2.8mm and proximally 3.9mm. The target vessel was not calcified and was moderately tortuous. The larger aneurysm was coiled first followed by coiling of the smaller aneurysm which was located just next to it. Requested procedural films have not been received. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01417998 which corresponds to final packed lot 01417998. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The individual stent lot folders were reviewed by (B)(4) with no non-conformances related to the reported event. The enterprise lots involved in this complaint met all purchase, manufacturing and quality control specifications. It was reported that due to the angulation of the parent vessel at the implantation site, there was a space between the aneurysm neck and the enterprise vrd. As outlined in the instructions for use, intracranial artery stenting is generally contraindicated in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment due to severe intracranial vessel tortuosity. There is no indication that the event is related to any product performance or manufacturing issues. Based on the available information, it appears that aneurysm location and parent vessel angulation contributed to the coil protrusion and the position of the noncordis coil outside of the aneurysm. Therefore, no corrective actions will be taken at this time.